Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.2, lab: 20.9. Patient was bleeding from nose and ears. He was hospitalized for the symptoms.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 07/06/06, inratio: 1.2, lab: 20.9, mean: 11.05, confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The mean is >5.0 and the difference between inr's is >=2.2. The values were considered inaccurate. Products will be investigated.